Manufacturer narrative:
The reported event for ineffective stimulation was not confirmed. Both leads were received incomplete with only the terminal end lead segments (46.5cm and 48.0cm) being returned. The leads were cut due to the explant procedure. Full functional test could not be performed due to being incomplete.

Manufacturer narrative:
Date of event and therapy date are estimated. Exact date of explant is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21392; related manufacturer reference number: 1627487-2020-21393. It was reported that the patient¿s system did not work for the patient. As such, the patient¿s system was explanted approximately in (B)(6) 2017.